Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was being checked, as the patient heard beeping. The beeping was in response to this left ventricular (lv) lead pace impedance, that was recorded out of range. At the implant a few months ago, the pace impedance measured at approximately 3000 ohms and seems to be trending now around 200-1300 ohms. The impedance trend that triggered the alert was greater than 2000 ohms. During the crt-d check, lead testing revealed all configurations were around the 1500 ohm range. Boston scientific technical services (ts) discussed that this does not appear to be a lead issue. The field representative was going to program the out of range limit higher and was going to register the patient to continue to monitor the situation via the remote monitoring system. No adverse patient effects were reported.